Event description:
Company representative reported the customer experienced hypoglycemia and dka while using the infusion device. Follow-up was completed with the customer. He reported he has experienced 4 adverse events while using the infusion device system, and he attributes these to inaccurate delivery. The day after he started infusion device therapy, he had severe hypoglycemia while driving. He pulled to the side of the road, and someone found him unconscious. The paramedics were contacted, and he reported his blood glucose "might have been around 9 mg/dl." He was transported to the hospital, and his basal rates were decreased from 1.0 units per hour to 0.75 units. He reported he went to the hospital 2 other times for hypoglycemia but did not provide the details. He began to experience hyperglycemia on (B)(6) 2014 and was admitted to the hospital on (B)(6) 2014. He was discharged on (B)(6) 2014. He had flu- like symptoms and was tired and weak. He was diagnosed with dka and treated with a saline and insulin IV. His blood glucose was approximately 600 mg/dl via hospital lab test. He disconnected the call and 3 attempts were made to gather additional information. These were not successful. The infusion device, cartridge, adapter, and infusion set were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.